Event description:
Physician has confirmed lump in the left breast is most likely rippling or bulging of the implant shell.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side " implant has ruptured and a lump". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis identified device was ruptured and biological tissue. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.

Event description:
Additionally, healthcare professional reported ¿broken implant being attached to their breast tissue", ¿pain¿, "bruising¿, ¿swelling¿, and capsular contracture, baker grade unknown. Device has been explanted.